Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's alarm volume was disabled. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator's alarm volume was disabled. The customer stated that they were unable to adjust the alarm volume escalation option. During troubleshooting, the remote service engineer (rse) had the customer confirm the installed software (version 2.30). The customer booted the device in to service mode and selected the system settings. The customer then enabled the function; the customer then powered the device off and then back on (normal operational mode). It was confirmed that the device now had the option to adjust the escalation volume. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.